Manufacturer narrative:
Reason for reoperation: "small amount of silicone in small bilateral axillary nodes." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "small amount of silicone in small bilateral axillary nodes." Device remains implanted. This record is for the left side.